Event description:
Report #2 of 3 received of an inconsistency in the amount of medication delivered. It was reported that pump was programmed in the pca only mode to deliver morphine sulfate 2mg every 20 minutes with a 4-hour lockout of 30mg. The pump history indicated that 13.3mg had been delivered, but the 30ml vial was empty in 3 1/2 hours. There was no pt adverse event. This same scenario occurred with the same pt, on three separate occasions with three separate pumps. The customer contact suspected possible tampering with the device. It was reported that the patient's spouse was an employee of the hospital, although not in a nursing capacity.